Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that during implant procedure of this left ventricular (lv) lead, the lead incurred damage in insulation. In addition, unable to retrieve lead after the procedure as the patient had an infection and the lead had some blood on it. The lead was never in service. No adverse patient effects were reported.